Event description:
A (B)(6) female pt contacted zoll customer support to report service code 204. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of belt (B)(4) has been completed. The reported problem (service code 204) has been confirmed. As received, the trunk cable connector was damaged. The root cause of the damaged trunk cable connector cannot be positively identified. After changing the cable the electrode belt was fully functional. No adverse event resulted from the defective trunk cable connector. The pt received a replacement electrode belt.